Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was 125 mg/dl at the time of the call. The customer stated that it is possible that the sensor did not detect the reservoir. The customer stated that they have a new pump to try out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.